Manufacturer narrative:
B3: estimated as 10/03/2023 as the published date for the article is noted as 03 october 2023. Literature citation: rana ma, yoon s, dallan lap, et al. (2024) midterm follow-up after computed tomography angiography planned left atrial appendage closure. Catheter cardiovasc interv. 103(1):129-136. Doi:10.1002/ccd.30843.

Event description:
It was reported via journal article that patient deaths occurred. The following event was obtained via a retrospective article following 231 patients who had the watchman gen 2.5 or flx implanted in the left atrial appendage (laa) from january 26, 2017, to november 23, 2021. All patients had cardiac computed tomography angiography (cta) used for the pre-procedural planning. All procedures were performed with intracardiac echocardiography. The mean follow up was 608.94 days. Of the 231 patients, there were 51 deaths from all causes.